Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor would flicker in and out and go black. This could cause an intermittent loss of live image, making the system unusable. There is no report of injury or death associated witht he event described in this complaint.